Manufacturer narrative:
Resubmission of initial report due to report error. The original initial report was submitted on 08/02/2016 as MFR report #2240869-2016-44018. The reported issue is a known issue in the rt therapist version 2.2. An update instruction th016/12/s was released by siemens in 2013 to resolve the software error and upgrade the rt therapist to version 2.3. The correction kit was provided to (B)(6) in order to be delivered to the customer. However the customer refused to install the software update. It is recommended to upgrade customer's system to the rt therapist version 2.3 to avoid reoccurrence. This report was submitted august 2, 2016. (B)(6).

Event description:
Siemens was informed by (B)(6) that a (B)(6) manufactured device in conjunction with siemens rt therapist version 2.2 on the lantis commander, 10 users system experienced an issue. When the dose of a fraction was delivered and recorded, the rt therapist displayed question marks ("???") Instead of correct fraction number. There are no injuries attributed to this event. The reported event occurred in (B)(6).